Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-jug-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "during an ivc filter placement procedure, two cook celect® platinum navalign jugular vena cava filter sets were used. Patient could not turn her head to the left. So they decided to place jug. Filter from left ij approach. They were able to get a wire and then the filter delivery sheath down. When they tried putting the filter through the sheath, the filter was able to advance to the point of the sharpest anatomical angle, where it then pierced the sheath. They abandoned going from the jug. Approach and accessed then delivered filter from fem approach". Patient outcome: no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: one jugular introducer with loaded filter was returned with two blue introducer sheaths. Both sheaths were penetrated approx. 28cm and 26cm from the proximal end, respectively. Distally the protection sheath was severely damaged, but the filter introducer could be advanced and the filter deployed as intended. However, the primary filter legs were damaged. It is reported that the device was advanced through left ij and under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. Excessive force should not be exerted to advance the filter through the delivery system. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.